Event description:
Reporter states the flexi-seal fecal management system balloon caused a recto-vaginal fistula. It was reported that pt was on admission for pneumonia in the hospital. The device was inserted on (B)(6) 2013, for "ease of care and pt comfort" and was removed on (B)(6) 2013, when a rectal ulceration about 2cm in the "anterior aspect of the rectum" was discovered. Reporter describes the event as a pressure necrosis/ulceration in the rectal mucosa and further described the development of a recto-vaginal fistula. The device was in use for 11 days. The balloon was filled with 40cc of water.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury since it may have caused or contributed to the event reported. A follow-up medical investigation via flexi-seal questionnaire was submitted and stated that the device was removed to "promote healing" and the event was described as "resolved." No incidence of bleeding was reported. Based on the clinical information received, it is unk if the event was caused by the fms device. From a clinical perspective, a causal relationship between the device and this event is deemed impossible because product use is temporarily associated with the part of the body where the problem occurred. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.